Event description:
It was reported that during a lap chole procedure, the device would not cauterize. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for tissue effect issues. A possible cause of tissue effect issues could be blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.